Manufacturer narrative:
This supplemental report is being submitted to provide update investigation codes and DHR. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and legal manufacturer investigation results. Additional information received from the customer states that the event occurred during a colonoscopy procedure an audible click or drop sound was noted and the photos during the middle of a procedure became a rainbow of colors (no longer images from the procedure). A backup processor was moved into the room for use during the next case. Images still showed as rainbow. The intended procedure was completed. There was no patient injury reported. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: since the symptom changes with the replacement of sdi cable, it was assumed that there is no anomaly in the said product and that it is a symptom caused by sdi cable.

Manufacturer narrative:
The reporter did not provide a specific serial number for the referenced device; therefore, it is unknown if the cv-190 was returned to olympus for evaluation/service and a review of the instrument¿s history could not be performed. An investigation is ongoing to obtain additional information regarding the reported event.

Event description:
The service center was informed that during an unspecified procedure an audible click or drop sound was noted and the image display went black. The serial digital interface (sdi2) output continued to work fine to the monitor. The cable was replaced. It is unknown if the intended procedure was completed. There was no patient injury reported. In addition, the user facility reported that the although the cable had been replaced the same phenomenon reoccurred after a few times of use. The facility switched the cable a third time with no further issues.